Manufacturer narrative:
(B)(4). The event occurred in (B)(6).

Event description:
The customer complained of low results when a patient was tested with the elecsys tsh assay on the cobas 8000 e602 module with serial number (B)(4). The customer provided data for tsh, ft3, and ft4 run on the samples. The results for all three assays were low and discrepant when compared to results from an abbott architect analyzer. The discrepant results were reported to the physician. The customer stated the results from the abbott device were "according to expectation." Please refer to the data attached to this MDR for specific results. This MDR is filed for the ft3 reagent. Please refer to the MDR with patient identifier (B)(6) for the report on the tsh reagent and the MDR with patient identifier (B)(6) for the report on the ft4 reagent. The patient was not adversely affected.

Manufacturer narrative:
The investigation found an interfering factor to a component of the reagent. This interference is covered in product labeling.